Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No backlight due to el panel shorting to lcd metal frame. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a backlight anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the backlight did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.